Event description:
A display message was reported with the adc device. A "connected to pc" message displayed when the device was not connected to a computer, and customer was unable to obtain readings. As a result, customer experienced "high blood sugar." User was treated with "troglitazone, jardiance." There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. A tripped trend review was conducted for the reported complaint and freestyle libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display message was reported with the adc device. A "connected to pc" message displayed when the device was not connected to a computer, and customer was unable to obtain readings. As a result, customer experienced "high blood sugar." User was treated with "troglitazone, jardiance." There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre reader and no trends were identified that would indicate any product related issues. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section d-4 (model number) and h-10 (additional mfg narrative) were incorrectly documented in the previous initial report. Section d-4 and h-10 have been updated.